Event description:
It was reported that the insulin pump alarmed motor error multiple times. Caller stated that it was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Motor passed motor test.